Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer blood glucose level was 230 mg/dl. Customer states his weight may have contributed to the alarm, because he keeps it in a cellphone case. Troubleshooting was performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.